Event description:
Patient reported that they had a test and an MRI today so they turned their INS Off for the procedure but now, they could not exit MRI mode. Agent walked patient through exiting MRI mode and turning their therapy back on. Patient confirmed that the therapy was on during the call and patient stated they usually feel the stimulation go down to their leg, but they do not feel the stimulation even with the therapy on during the call. Patient stated they were in group B at 4.3. Patient increased the stimulation up to 6.2 but could still not feel the stimulation. Patient decreased the stimulation back to 4.3 during the call. Patient stated they needed to feel the stimulation because the stimulation makes them walk better. Patient will remain on current setting and monitor the stimulation. Patient was redirected to their HCP if they felt like they are not getting the expected stimulation in their current settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.